Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. The analyst noted there is a breached depression in the outer insulation with minimal blood ingression at 9 cm while in vivo. Manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.